Event description:
It was reported that during the treatment of a a2 aneurysm the vessel ruptured during balloon inflation.

Manufacturer narrative:
Sample analysis: the device was normal and functioned within specification.